Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-02941. It was reported the patient¿s system was unable to go into MRI mode. Surgical intervention took place on (B)(6) 2020 wherein the physician removed the lead tails from the ipg, cleaned and reinserted into the ipg header. System was then placed into MRI mode.